Manufacturer narrative:
Additional information: section b3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2024 and (B)(6) 2025 (iol implant and explant dates). Section h3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v0210 model intraocular lens (iol) was implanted in the patient's ocular dexter (right eye). Due to complaints of the patient was not adapting to lens, near vision was not satisfactory, the iol was explanted in a secondary surgical procedure and replaced with a dxr00v +21.00 iol. There was no patient injury during the lens exchange procedure. Patient prognosis post lens exchange was reported as improving greatly. No further information is available.